Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that the device powered on without display. Complainant indicated that there was any adverse effect to the pt due to the reported malfunction.